Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges that two weeks after insertion of the catheter, there was a damage/crack found on the catheter. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter for evaluation. The tip of the catheter had been cut off and was not returned and the catheter showed evidence of use. Visual examination of the proximal extension line revealed a cut/slice in the body towards the proximal luer hub. The cut was laterally across the extension line body and was smooth and uniform in appearance. The cut/slice was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Residual adhesive residue was observed on the proximal extension line body adjacent to where the cut was located. No other defects or anomalies were observed with the proximal extension line, the distal extension line or the juncture hub. The cut/slice in the proximal extension line body was located 19 mm from the proximal luer hub. The proximal extension line inner and outer diameter were measured and were within specification. The proximal extension line length measured 110 mm which is consistent with the nominal specification of 109 mm per catheter product drawing. The current instructions-for-use (IFU) provided with this kit cautions the user "to minimize the risk of cutting the catheter do not use scissors to remove the dressing." The IFU also contains the warning "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. Alcohol should not be utilized to declot polyurethane catheters." The customer report of a damaged extension line was confirmed through visual examination of the returned sample. The proximal extension line had a cut/slice in the body towards the proximal luer hub. The cut was laterally across the extension line body and was smooth and uniform in appearance and was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The extension line met all relevant dimensional requirements. Based on the condition of the returned sample, and the report that the damage occurred during use, it was determined that operational context caused or contributed to this issue. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges that two weeks after insertion of the catheter, there was a damage/crack found on the catheter. The catheter was replaced without issue.